Event description:
Related manufacturer reference number 3006705815-2022-00803. It was reported the patient experienced ineffective therapy. Diagnostics indicated that one of the patient's leads had multiple contacts with high impedance. In turn, surgical intervention may take place at a later date to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected leads are being reported.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that surgical intervention took place on 04apr2022, wherein one of the leads was explanted and replaced. Effective therapy established post-op.